Event description:
It was reported the camera head had a bad image quality. The issue was found during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed due to a faulty charged coupled device (ccd). In addition, the following malfunctions were identified during the device evaluation: puncture on cable and failed leak test. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. The investigation could not determine what caused the components to fail. Olympus will continue to monitor field performance for this device. This report will be supplemented if additional information becomes available at a later date.

Manufacturer narrative:
E1 facility name: (B)(6). The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head had a bad image quality. The issue was found during an unspecified diagnostic procedure. There were no reports of patient harm.